Event description:
It was reported during an atrial fibrillation ablation procedure the brk needle punctured through a swartz braided sl1 introducer. The physician inserted a swartz braided sl1 introducer with a brk needle to do a transseptal puncture. The stylet was in place and the needle was not reshaped. The physician had difficulty advancing the needle past the curve of the introducer. Upon removing the sheath and inspecting, a hole was noted in the introducer by the physician. The introducer was exchanged and the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed the device met mfg requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation. If the device is received or additional info becomes available a supplemental medwatch will be filed.